Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen would not stay on. Reportedly, the touch screen would flash for a second and then turn off. There was no reported impact to customer's blood glucose. No additional information was provided. The customer declined troubleshooting and continued to use current pump for insulin therapy.